Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per data log analysis, the power manager was powered up with a central control monitor (ccm) connected on (B)(6) 2019. It was powered up again without a ccm attached so the date the system was last charged was not updated. The next power up was on (B)(6) 2019. The battery capacity started at 12/16 and was reset to most likely 0/16 due to incorrect calculated storage time. Eventually battery capacity went back to 15/16 (full). There is no indication of a hardware issue with the system. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Please disregard the previously submitted medwatch forms. After the field service representative (fsr) allowed the batteries to charge, the unit operated as intended, therefore, a complaint was not needed.

Manufacturer narrative:
Per fsr, the logs showed the unit had not been powered on since (B)(6) 2019. The batteries were charged overnight. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during installation of the device, the batteries were less than 1.0000 amp hours (ah). There was no patient involvement.